Event description:
Reporter stated that the device's result display was missing the last digit (in the 1's column). Reporter indicated patient had adjusted, downwards, her insulin dosage based on the erroneous display. Reporter indicated that patient discovered the problem when verifying that the device was correctly coded (code 7775 displayed as 777). No patient injury was reported and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.